Event description:
It was reported by service report that the head end brakes would not lock and the fowler is getting stuck at about 15 degrees. No patient involvement or adverse consequences are reported.